Event description:
The pt had two leads (from the same lot). It was reported the pt was no longer receiving adequate coverage. As a result, the scs system was explanted. The leads were discarded by the explant facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.